Event description:
It was reported by service report that the lock mechanism strut broke in half. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Lock mechanism strut.